Manufacturer narrative:
G2: country of origin is austria g4: similar device with product# cx01a with 510(k)# k102397, UDI # (B)(4), is marketed in united states. H6 - the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that when the user attempted to mix the bone cement, the liquid part of the cement was already hardened in the glass ampoule. The product was never implanted. There was no patient involved. Additional information received from the manufacturer representative that the therapy/ procedure involved was balloon kyphoplasty and stabilisation fracture in the vertebral body of the 12th thoracic vertebra.